Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt, the device inappropriately switched from semi-automatic mode to manual mode. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.